Manufacturer narrative:
Pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime/delivery and no delivery tests. No excessive "no delivery" error alarm noted during testing. Unit was received with normal operating currents and no unexpected off no power or low battery alarm noted. Unit had cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported via phone call to have received excessive no delivery alarms. Customer's blood glucose was 425 mg/dl. After troubleshooting, customer reported of trying all remedies including trying different infusion sets and issue continued to persist. Customer was advised that insulin pump would be replaced.